Event description:
The customer reported elevated, non-reproducible troponin I (access accutnl+3) results, for one patient, involving the access accutnl+3 reagent used in conjunction with the unicel dxc 600i synchron access clinical system. The customer indicated the elevated results were not released out of the laboratory. There was no patient injury or change in patient treatment associated with this event. The customer reanalyzed the sample, on the same instrument, and obtained a similar elevated result. The customer then reanalyzed the sample, on an alternate instrument, and obtained a lower result within the normal reference range. The patient's samples were collected in plasma tubes and analyzed from the primary tube. The customer stated the samples were not re-centrifuged. The samples were analyzed immediately following collection. Quality control (qc) is performed once daily and was within specification prior to and after the event. System check was completed and was also within specification. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication that the access accutnl+3 device was returned for evaluation. The field service engineer (fse) completed a passing system check, quality control (qc), and high sensitivity (hs) system check. The fse noted the precision test failed due to a pinched wash buffer reservoir tubing. The fse observed the tubing was routed incorrectly. The fse re-routed the tubing and corrected the issue. The precision test passed within specification. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, although the pinched reservoir tubing was corrected, a definitive cause of the incident could not be determined with the available information.

Event description:
There are two patients involved in this event. The elevated results were released out of the laboratory, however, patient care was not impacted.